Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 01-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. The consumer stated that the day before the report ((B)(6) 2016) she had essure put in by her physician and he did not tell her what that was really before they did it. The physician did not ask her if she had nickel allergy. She is allergic to nickel and asked whether she should be concerned. She signed the paperwork because she thought she was getting a tubal ligation. She underwent an ablation after essure was implanted. Immediately following placement she experienced uterine contraction and needed muscle relaxers. On (B)(6) 2016 she went to the emergency room for red blotchy rash on chest, a rash and itching. She was given prednisone and benadryl injections. She was itching really bad. She stated she has autoimmune disease. Her ana was high for lupus and rheumatoid arthritis. Follow up information received on 19-sep-2016: she mentioned she had a mirena inserted couple years in the beginning of 2013, that had migrated and they did remove it (mirena). The consumer had an essure inserted recently on (B)(6) 2016 and within 48 hours after insertion broke out with a rash, hives, itching, pain on both sides near the ovaries and bleeding. Her physician took the essure coils out along with salpingectomy - both tubes were removed along with both essure coils on (B)(6) 2016. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted after ablation (off label use). The following day, she went to the emergency room for red blotchy rash on chest. She was given prednisone and benadryl injections. This event, interpreted as rash macular, is listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and considering the suggestive temporal relationship, a causal relationship between this rash and essure inserts cannot be excluded. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. This case is regarded as incident due to required intervention. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after ablation (off label use). The following day, she went to the emergency room for red blotchy rash on chest (seen as rash macular). She was given prednisone and benadryl injections. Within 48 hours after insertion, she experienced pain on both sides near the ovaries and bleeding (seen as genital bleeding). A salpingectomy was performed and essure coils were removed. The events are listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and considering the suggestive temporal relationship, a causal relationship between rash and essure inserts cannot be excluded. With regards to other events, considering their nature and lack of alternative explanation, causal relationship with suspect insert cannot be excluded. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. This case is regarded as incident since a surgical intervention was performed and a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow up information received on 19-sep-2016: she mentioned she had a mirena inserted couple years in the beginning of 2013, that had migrated and they did remove it (mirena) (see case number (B)(4)). The consumer had an essure inserted recently on (B)(6) 2016 and within 48 hours after insertion broke out with a rash, hives, itching, pain on both sides near the ovaries and bleeding. Her physician took the essure coils out along with salpingectomy - both tubes were removed along with both essure coils on (B)(6) 2016. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after ablation (off label use). The following day, she went to the emergency room for red blotchy rash on chest (seen as rash macular). She was given prednisone and benadryl injections. Within 48 hours after insertion, she experienced pain on both sides near the ovaries and bleeding (seen as genital bleeding). A salpingectomy was performed and essure coils were removed. The events are listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and considering the suggestive temporal relationship, a causal relationship between rash and essure inserts cannot be excluded. With regards to other events, considering their nature and lack of alternative explanation, causal relationship with suspect insert cannot be excluded. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. This case is regarded as incident since a surgical intervention was performed and a device removal was required. A product technical complaint analysis is being sought.